Event description:
A nurse reported a customer in (B)(6) facility experienced a higher reading on her freestyle freedom lite meter when compared to a health care professional's meter, in addition to a loss of consciousness. The nurse reported readings on (B)(6) 2011 at 1:55pm of 80 mg/dl on the customer's freestyle lite meter when compared to 22 mg/dl from an emt's meter. Both readings were obtained at the same time. The reporter stated the customer was unconscious when paramedics were called, and had experienced symptoms of nausea for a week prior to the event. The customer was transported to a hospital, and "stabilized en-route". No further treatment information was available. There was no report of death or permanent injury associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product(s) have been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. A similar reading was found in meter memory.